Event description:
It was reported that the patient alert sounded, and the lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for hvb-hva lead z on (B)(6) 2011 at 03:00:06 and (B)(6) 2011 at 03:00:06. Daily hv lead impedance log data shows an abrupt increase for r-coil and hv-coil = 18.28 to 20392 ohms peak between (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for hvb-hva lead z on (B)(6) 2011 at 03:00:06 and (B)(6) 2011 at 03:00:06. Daily hv lead impedance log data shows an abrupt increase for r-coil and hv-coil = 18.28 to 20392 ohms peak between (B)(6) 2011. The partial lead was returned in segments. No anomalies were found. The defib conductor appeared distorted, and a fracture was noted (overstress). Blood/body fluid was found on several conductors (not obstructed) and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation exhibited a cosmetic depression, and the outer tubing overlay exhibited cosmetic environmental stress cracking. The inner tubing was kinked buckled, and there was a tip seal observation. The lead appeared stretched and exhibited apparent explant damage.